Event description:
It was reported by repair work order that no bed functions were operating due to the lock out being activated. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.